Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was getting a controller fault alarm. The heartmate touch displayed a yellow alert saying the controller should be replaced. The controller was exchanged at the hospital. Log files were submitted to tech services for review. Event log files recorded a controller_internal_fault associated with a (f29) lcd_com controller fault flag on (B)(6) 2025, which indicated a communication error between the main processor and the lcd processor. Motor function was not affected by the event.